Event description:
Employee administered an injection. When attempting to engage the safety cap with moderate pressure, the cap did not engage and the employee was stuck by the needle when placing a bandaid on the patient. No serious injury to the employee occurred.